Manufacturer narrative:
Facility name us city or ( foreign sate/province/ territory ) and us state: unknown.

Manufacturer narrative:
H11. Spaces corrected in b3 and b5. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device covered in this report (71420006 / gns ii c/r fem size 4 left) did not exhibit any failure and was not explanted during the revision surgery reported; therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Internal reference number: (B)(4).

Event description:
Plaintiff underwent medically-indicated revision surgery of the left knee on (B)(6) 2019 due to chronic pain, which the patient presented since (B)(6) 2017. During this procedure, the patellar component and the insert were exchanged. The primary tkr was performed on (B)(6) 2014. The outcome of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
*Us legal mdl* plaintiff underwent medically-indicated revision surgery on (B)(6) 2014 on an unspecified knee side due to unspecified reasons. It is unknown which devices were explanted during the procedure. The primary tkr was performed on (B)(6) 2019. The outcome of the patient is unknown.